Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on an aviva meter, within 10 minutes: 150 mg/dl, 239 mg/dl, and 121 mg/dl.. No death or serious injury reported. Requested return of suspect device for evaluation.